Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the triple syringe was clogged with dried debris and had caused the tubing through pinch valve (lv9) to become disconnected at the fitting. The fse replaced the triple syringe and reattached the tubing through pinch valve (lv9) to resolve the leak. The fse confirmed the hemoglobin (hgb) had failed. The fse replaced the hgb lamp and the instrument passed all backgrounds. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported failing hemoglobin (hgb) backgrounds and approximately 10 mls of diluent leaked from the coulter ac·t diff analyzer. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.